Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia up to 331 mg/dl for approximately two hours after a supply change and dinner, followed by hypoglycemia with nadirs of 60¿65 mg/dl that resolved within about 20 minutes using soda and hard candy; the device alerted for high and low glucose, no alarms or malfunctions were reported, and no medical intervention or hospitalization occurred. Symptoms included shakiness, sweating, and dizziness during the hypoglycemia. Outcomes included transient out-of-range glucose levels that were corrected at home, with subsequent consideration to discontinue ilet use due to user difficulties handling supplies related to tremors. Investigation included customer support review of event history, education on device learning period and correction behavior, and clinical specialist follow-up. Investigation of this case revealed no evidence of device malfunction, leakage, or site issues, and the sequence of postprandial hyperglycemia with subsequent automated correction was consistent with expected algorithmic behavior during the learning period and user technique challenges in supply changes. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely multifactorial, including physiological response to meal and correction timing during early adaptation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.